Event description:
False low advia centaur cp ipth test results were obtained by the customer and considered discordant when compared to the patient's clinical picture and another pth test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
The cause for the false low advia centaur cp ipth results when compared to patient's clinical picture and other pth test method is unknown. The instruction for use (IFU) in the limitation section states: "interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values.